Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 68 months ago. Vessel morphology at the time of implant is unknown. It was reported that the patient presented for a follow-up, and the CT demonstrated disease progression with aortic neck dilatation. Currently, the aneurysm is 4.9 cm in diameter and there was 14 mm distal stent graft migration with a proximal type 1 endoleak. The aortic neck has a 40 degree angle, it measures 23 mm below the renal arteries and 15 mm distally, it is 26 mm in diameter. The physician elected to place two talent aortic cuffs, and the migration and endoleak was resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Secondary intervention. Evaluation: results: migration, endoleak, severe disease progression with the aortic neck dilatation. Conclusion: severe disease progression with the aortic neck dilatation.